Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a potentially reportable event. This record contains information on patient involvement. No patient, user or third-party harm was reported. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause of the ventilator to alarm with "technical event:231008" was determined to be a defective o2 mixer assembly which was replaced. After the replacement of the component no further issues were detected.

Event description:
The event description according to the customer is as follows: during a daily test, technical fault with internal reference number tf231008 (oxygen valve leakage) occurred.

Event description:
The event description according to the customer is as follows:during a daily test, technical fault with internal reference number tf231008 (oxygen valve leakage) occurred.

Manufacturer narrative:
Hamilton medical ag event reference number: cer(B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.